Event description:
Md could not get the novasure device to give her the numbers she needed to complete the procedure. The device had not been plugged into machine. Rep instructed to open another one which worked properly and procedure was completed.